Manufacturer narrative:
H6 medical device problem codes 1157 and 3026 were removed. All available information was investigated and the reported physical resistance on the shaft of the sgc and cds was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported physical resistance. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a mitraclip procedure was performed on (B)(6) 2024 to treat degenerative mitral regurgitation (mr) with a grade of 4+. Three clips were deployed on the mitral valve, reducing mr to approximately 1-2+. On (B)(6) 2024 the physician reported that one of the implanted clips had detached from the posterior leaflet, resulting in a single leaflet device attachment (slda). The physician believed that the unusual torque tension on the shaft of the steerable guide catheter (sgc) and clip deliver system (cds) resulted in excessive tension during the procedure which caused damage to the valve tissue leading to the slda and the mr becoming more severe to grade 5+.